Manufacturer narrative:
Examination of the returned product confirmed the reported event. In response to a trend identified on a similar product code and failure mode (B)(4) was released in (B)(4) 2001, changing the raw material used and the geometry of the rod. In (B)(4) 2002 the field was instructed to return all old style instruments and replace with new. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Instrument broken in the pt and half cannot be removed, the pt is aware. Consultant confirmed that 3 or 4 cm of the instrument broke off in the intramedullary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.